Event description:
The facility called and stated that a pt had a corneal (collagen) shield inserted and it did not dissolve as anticipated after the 12 hrs. Post op. This caused the pt discomfort to the point where he called the surgeon to remove the shield. Add'l info was rec'd in 2008: the pt outcome is good.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of 2007 through 2008; this is the first complaint of this nature reported by this facility. The customer did not note the lot number of the prod. F/u with the customer in regard to this event found that they hydrate the corneal shield with tobradex. A review of the dfu for the proshield collagen corneal shield finds that it clearly states "substantial literature has been published on the use of collagen corneal shields to dose various drugs to the eye. However, alcon has not conducted controlled clinical studies on the use of collagen shields with drugs and therefore cannot recommend treatment of collagen corneal shields with drugs or hydration of shields in ophthalmic pharmaceuticals". Additionally, the dfu states that "alcon recommends that collagen corneal shields be hydrated in sterile balanced salt solution for ophthalmic use, or similar solution". The staff rn consulted with the nurse and informed her that the dfu states to hydrate the shield with bss. The root cause of the customer's complaint is off-label use. Qa will continue to monitor related complaints and will take action for future occurrences. This report was mailed to FDA on: 12/12/2008.